Manufacturer narrative:
H3 other text: device not returned.

Event description:
It was reported, that intermittent cartridge alarm occurred, during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level. The customer¿s blood glucose (bg) was "high". Although, specific value not provided. Customer addressed bg level via correction injection.